Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a poor communication screen on the patient programmer (pp). The patient had turned her implantable neurostimulator (ins) off prior to having an ankle x-ray and since then she could not get her patient programmer (pp) to communicate with her ins to turn it back on. An antenna was used and syncing with the ins did not resolve the issue. There was no telemetry with or without the antenna. No symptoms reported. The issue started in (B)(6) 2016. It was mentioned that the patient had lost control of her legs and fell and broke her ankle, which was not related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.